Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the pod over delivering insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia for about 3 hours. The patient stated they went to the mountains and climbed up to 7000 ft. The patient stated the doctor believed that because of the height, they low blood glucose levels. The patient's blood glucose levels reached 44 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated with liquid glucose and orange juice.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.